Event description:
It was reported that during an arthroscopy procedure, two twinfix ultra screws were fractured during screwing. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of the customer provided image found labelling confirming the product identification information. There are two anchors pictured, and one appears to have some debris in the threads and on the proximal end. No physical deficiencies can be seen on either anchor. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the anchor found that found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. Based on the information provided, all the broken pieces were removed from inside of the patient using tweezers. According to the report, the surgeon completed the procedure with a non-significant delay using a back-up device. Since there was no alleged harm to the patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this case will be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy procedure, two twinfix ultra screws were fractured during screwing. All the broken pieces were retrieved from the patient by tweezers. The procedure was successfully completed with a non-significant delay using a back-up device in the originally drilled bone hole. No patient complications were reported.